Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 2 of 4. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr further explained se 2240 indicates a large amount of air has entered setup. The hp stated nothing unusual was noted with supplies. The tsr advised the hp to report the alarm to the peritoneal dialysis (pd) nurse. The hp stated she would complete therapy manually. There was no patient injury or medical intervention reported.